Manufacturer narrative:
UDI: the UDI of the gore® dryseal sheath is not available as the lot number was not provided. (B)(4). According to the gore® dryseal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. If vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result. According to the IFU, the 24 fr sheath requires an outer diameter of 9.1 mm. The IFU also states: do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to / breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2016, the patient underwent attempted endovascular treatment of a symptomatic thoracic aortic aneurysm (taa) with focal dissection and 8 cm abdominal aortic aneurysm (aaa). It was reported this patient was not a surgical candidate, and the plan was to treat the taa first, then treat the aaa. It was reported the patient had difficult anatomy, with two ¿hair-pin¿ turns of the abdominal aorta and small (7-8 mm), non-calcified, and tortuous iliac arteries. A cut down was performed on the right side. Due to the small vessel size, the right iliac artery was predilated with a 24 fr dilator, which advanced with no reported issue. It was reported that after the vessel was dilated, an attempt was made to advance a 24 fr gore® dryseal sheath, but the sheath would not advance past the aortic bifurcation. The sheath was left in place, and an attempt was reportedly made to advance a conformable gore® tag® thoracic endoprosthesis outside of the sheath, but the device would not advance. It was reported that multiple attempts were made to advance the sheath farther into the aorta; however, during that process the guidewire reportedly retracted outside the patient. Another attempt was reportedly made to advance the gore® tag® device outside of the sheath using force, but this was again unsuccessful. It was reported access would then be attempted on the left side. After removal of the gore® tag® device and sheath from the right side, the patient¿s blood pressure reportedly dropped, and it was noted that guidewire access on the right side had been lost in trying to move access to the left side. It was reported the guidewire would not advance back up the right side due to tortuosity of the iliac artery. It was reported that after guidewire access was achieved on the left side and the advanced, an attempt was made to advance a non-gore occlusion balloon. However, the guidewire was reportedly not long enough to advance the balloon into the correct position. An attempt was made to back the guidewire out to advance more guidewire into the balloon, but guidewire access to the left iliac artery was lost. At this point, the patient was converted to open repair, and the aorta was clamped to gain control of bleeding. It was reported a large transfusion was administered, and CPR was performed to stabilize the heart rate and blood pressure. A transection of the right common iliac artery was reportedly identified, which was repaired temporarily. As reported, the transection occurred due to the advancement of the sheath and the tight, tortuous access vessels. It was also reported there was some forceful advancement of the sheath during the procedure, and this may have caused or contributed to the transection of the right iliac artery. The advancement of the gore® tag® device outside of the sheath reportedly did not cause or contribute to any serious injury to the patient. It was reported the abdomen was then loosely closed, and the patient was taken to the intensive care unit to stabilize. On (B)(6) 2016, a surgical procedure was performed to repair the iliac artery transection and to close the patient¿s belly. No additional interventions were reportedly performed. It was reported the patient has no neurological function at this time. No further adverse events were reported.

Manufacturer narrative:
Added additional information regarding the patient's neurological function.

Event description:
On (B)(6) 2016, a surgical procedure was performed to repair the iliac artery transection and to close the patient¿s belly. No additional interventions were reportedly performed. It was reported the patient has no neurological function at this time. As reported, the lack of neurological function was caused by acute blood loss with resultant hypotension secondary to injury from the sheath. No further adverse events were reported.